Manufacturer narrative:
The insulin pump was received with blank display due to a moisture-damaged electronic assembly. No noise anomaly was noted. The insulin pump was received with a scratched display window, cracked display window corner, and a cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the insulin pump had a blank display anomaly. The patient's blood glucose at the time of incident was 231 mg/dl. Troubleshooting was initiated for the blank display. The customer confirmed that the insulin pump was not bumped, dropped, or exposed to moisture. The customer also confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. A new alkaline aaa battery was inserted into the insulin pump but the display did not return. The customer removed the battery and waited two hours before reinserting the battery. The display returned, but then the display became blank again. The insulin pump was returned for analysis and a replacement device was shipped to the customer.